Event description:
The patient had at least 10 v-go 40's fall off of when he is perspiring outside. The patient cleans the infusion site with an alcohol swab prior to applying the v-go's. The worn v-go's have been disposed.